Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was over delivering insulin and the blood glucose is low as 34 and 127 mg/dl. Customer¿s current blood glucose value was 146 mg/dl. The customer treated for high blood glucose with juice orange but also ended up eating crackers and peanut butter. The customer also treated with food. Troubleshooting was dose for low blood glucose and over delivery. The customer was neither in emergency room, nor admitted into hospital as a result of low blood glucose. Based on customer report customer does not allege pump was over delivering. The insulin pump will not be returned for analysis.